Manufacturer narrative:
The tandem t:slim pump user guide indicates to only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced fluctuating blood glucose levels in the morning that range from 30 mg/dl to 400 mg/dl. The customer reported that the bg level was then addressed and returned to the target level. Reportedly, the customer's bg level has been fluctuating prior to using the t:slim pump. The customer is working with a healthcare provider to adjust the pump settings. The customer also has changed from using u500 to u200 insulin.